Manufacturer narrative:
H.6 investigation summary: material # [363048]. Lot/batch # [3058244]. Bd received [2] photos from the customer in support of this complaint. Evaluation of the photo indicated a satisfactory fill level. Additionally, [20] retained samples were draw-tested with deionized water. From this testing, it was determined that all 20 tubes drew within specification. Bd was unable to confirm the customers¿ indicated failure mode based on the retained sample¿s test results and attached photo. No definitive root cause could be established for the reported defect. The device history records were reviewed with no issues being identified. There were no related quality notifications. All processes and final inspections comply with specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends. H3 other text: see h.10.

Event description:
It was reported that while using the bd vacutainer® buffered trisodium citrate plus blood collection tubes that there was overfill. The following information was provide d by the initial reporter: the tubes are overfilled. After use. At various practices, overfilling of up to 0.5 ml of the tubes is seen. 1000 occurrences.